Event description:
The following was reported to davol: contact reported that after hydrating and placing the ventalight st mesh it was noted that the mesh and the sepra-coating were separating. The doctor removed it and used another without issue. Contact confirmed that there was no patient injury associated with the problem experienced.

Manufacturer narrative:
The sample was returned to davol for evaluation. It was noted during the preliminary evaluation that the mesh had been altered/cut and was not its original size/shape. As was alleged the sepra-coating was absent in some areas of the mesh. The condition of the returned sample does reasonably suggest that the root cause may be attributed to soaking the mesh longer than the recommended time (1-3 seconds) as well as handling/preparation of the mesh. However there is no way to conclusively determined how the user contributed to the condition of the returned sample at this time. The IFU recommends that the "ventralight st mesh be completely immersed in sterile saline for no more than 1-3 seconds immediately prior to placement". A review of the manufacturing records was conducted and did not reveal any discrepancies or nonconformance issues that may have caused or contributed to the event. Based on the evaluation of the returned sample and the information provided regarding the event, root cause cannot be conclusively determined.